Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to an incorrect reprocessing procedure, plus wear and degradation of the device there is white material adhered to the tube and cylinder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white foreign material adhered to the air/water cylinder and the air/water channel tube. There was no patient involvement.